Event description:
Caller reported a malfunction on pump with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Caller was assisted by technical support to reset the malfunction code, which was resettable, and the issue did not recur after the reset. Customer was allowed to continue using the pump and advised to call back if the issue recurred.